Manufacturer narrative:
Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months. The customer has had no further issues since the service visit.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
(B)(4)

Event description:
The customer questioned multiple patient results that were initially low on a cobas 8000 c 702 module and repeated much higher on a different c8000 system. The customer stated the results for 8 patient samples required corrected reports. The patients were all routine outpatients. The customer provided erroneous results for a "couple" patient samples tested for ca2 calcium gen.2 (ca2) and 1 patient sample tested for hdlc3 hdl-cholesterol plus 3rd generation (hdlc3). The customer stated a "couple" patient samples were tested initially for ca2 and the result was 5.0 mg/dl. When those patient samples were repeated on a different cobas 8000 the results were 8.5 mg/dl. The erroneous ca2 results were not reported outside of the laboratory. One patient sample was tested for hdlc3 and the result was 13 mg/dl. This result was reported outside of the laboratory where the doctor requested repeat testing. The sample was repeated on the other cobas 8000 and the result was 66 mg/dl. The patient was not treated based on the initial result that had been released. No adverse event occurred. The ca2 reagent lot number was 25724301. The expiration date was not provided. The hdlc3 reagent lot number was 20169401. The expiration date was not provided. The field service engineer (fse) visited the customer site and found spring holders detached from nozzles. Due to this, the rinse nozzles were unable to move vertically. The reagent probe was also out of adjustment. The fse reattached the spring holders and adjusted the reagent probe.